Event description:
Intractable biloma [biliary tract disorder nos] case description: literature report/japan loclogno: 20000848/20000849. A pt treated for hepatic cirrhosis type c since nov 92, was diagnosed with hepatocellular carcinoma (hcc) in april 98. Pt rec'd transarterial embolization (tae) with lipiodol in jun 98 followed by percutaneous ethanol injection therapy. In march 1999 pt had a local recurrence of hepatocellular carcinoma. On 23 mar pt rec'd intra-arterial infusion with farmorubicin 20 mg/d and lipiodol 4 ml into the left hepatic artery and tae with gelfoam. Pt developed fever which then resolved. On 1 apr fever recurred and did not respond to antibiotics. On 19 apr, computerized tomography revealed cystic lesion suggesting biloma. On 26 apr roentgenography showed communication between the cystic cavity and the left lateral branch of the bile duct leading to the final diagnosis of biloma. The pt was treated with drainage and antibiotics leading to the resolution of inflammatory reactions. However, the efflux of bile juice continued. Minocycline hydro-chloride was infused through the drainage tube. In jun 99, factor xiii with fibrinogen was infused to block the communication between the cyst and the bile duct. After repeated infusions the bile efflux stopped. The pt recovered completely on 13 july 99. The reporting physician assessed the causal relationship between the event and gelfoam as probable and with farmorubicin as possible. The physician commented that: "retrospective examination of the computerized tomography findings before tae revealed mild dilatation of the left branch of bile duct in the peripheral region from the hcc. Therefore, it could be presumed that the exclusion of the bile duct by the hcc plus bile duct injury by tae made biloma intractable." Submission of a report does not constitute an admission that the medical personnel, user facility, distributor, MFR or product caused or contributed to the event.